Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Event date is estimated. During the processing of this incident attempts were made to obtain complete patient and event information.

Event description:
It was reported the patient's system was explanted in approximately 2015 (exact date unable to be provided) due to overstimulation.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.